Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported "explant due to right side device rupture". Healthcare professional reported "bilateral capsular contracture". This record is for the left side. Device remains was explanted.

Event description:
Healthcare professional reported "explant due to right side device rupture". Healthcare professional reported "bilateral capsular contracture." This record is for the left side. Device remains was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. As per the investigation procedure, deformation, wear abrasion, cloudy in the gel and voids in the gel were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.